Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tip of the waveguide had fractured and disengaged. Functionally, the assembled device returned a green light and produced a welcome tone. The assembled device immediately alarmed when activated. The waveguide was inspected under magnification and the origin of the crack was identified. The evaluation found that the titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. The crack propagated until the waveguide fractured. It was reported that the device received a red light and would not activate during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after 20 minutes of use, the clamp triggered the red light. It was removed and the generator and battery were replaced but did not solve the problem. Another clamp was used to finish the procedure. There was no patient injury. Medtronic's initial evaluation of the incident found that the device's waveguide tip had fractured and disengaged. The broken piece was returned.